Manufacturer narrative:
(B)(4). A visual inspection of the device package was conducted and checked for the open seal. Based on the investigation, the complaint of open seal is confirmed based on the returned sample. The device history record was conducted and the product met specification. The root cause is mostly due to a machine issue and further investigation will be conducted to confirm the root cause and address th e issue.

Event description:
The customer alleges that the package of the endotracheal tube is not sealed.